Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd administration sets - non flow stop.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd administration set. Sample arrived and visually inspected from 12'-16' with a cut from the tube connected to injection site of male luer. When testing was done to verify complaint, no discrepancies were detected or found. Testing with syringe to verify leak also did not confirm, as device passed. Quality engineer testing during manufacturing no discrepancies were found. Root cause was not established and no device malfunction was detected. Preventative action taken to notify supplier on 21-may-2019 as awareness of the defect reported by the customer.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given delivery testing in 3 separate tests. During testing the device did not under-deliver as reported. The test results were slightly above nominal: +5.54%, +4.15% and +2.57%). The device expulsor was trimmed in order to bring the delivery closer to nominal. The cause of the reported issue could not be confirmed.

Event description:
It was reported that the device "failed accuracy" and delivered below specifications (6.95%). No known adverse effects to patient.

Manufacturer narrative:
Additional information: date of event.